Event description:
A malfunction was reported on the pump, identified by the customer as displaying a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance for resetting the pump, after which the issue did not recur, allowing the customer to continue using the pump without further problems.